Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the bypass tube was already detached from the carrier tube tip on a angio-seal device after the angio-seal poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch. The device was not used and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was a cas (carotid artery stenting). A pre-deployment angiogram was performed. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The size of the sheath ancillary used was 8 fr. No equipment or other devices were used with the angio-seal device. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 8fr angio-seal sts plus device was returned for evaluation. The carrier tube assembly was returned along with a bypass tube separate from the main carrier tube chassis. A partially opened aluminum foil pouch was returned. The carrier tube assembly was then examined. The bypass tube was completely removed from the main body of the carrier tube and the anchor was exposed. The complaint could be confirmed. The IFU states "under strict sterile conditions and using a sterile field, remove the angio-seal device contents from the foil package, taking care to pull foil apart completely before removing the angio-seal device." There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the incompletely opened aluminum pouch it is likely that the IFU directions were not followed. Forcefully pulling the carrier tube from the pouch without completely opening it may result in displacement of the bypass tube as seen here.